Event description:
It was reported there was a problem of motor malfunction with the device. No patient involvement. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the customer reported motor malfunction. The repair technician reported foreign substance/debris/cleaning/sterilization seen protector/shield, button failure in circuit board. The cause of the issue is user error. The item was repaired per the inspection sheet, passed medtech orthopaedics final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part# 05.000.008 synthes lot# 008666 supplier lot# 008666 release to warehouse date: 27.jun.2024. Supplier: (B)(4). No ncrs were generated during production.